Event description:
It was reported that during follow-up, the health care professional (hcp) observed this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a shock impedance value less than 30 ohms, which is low out of range. Additionally, inappropriate shock events were also recorded, in which therapy was exhausted. The patient reported feeling pain during the impedance test as well as anxiety and depression. The patient was subsequently admitted to the hospital while waiting for a system revision and x-rays were also performed. Additional information was provided. The s-ICD system was revised and it was re-implanted as the observations were confirmed to be due to twiddlers syndrome. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during follow-up, the health care professional (hcp) observed this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a shock impedance value less than 30 ohms, which is low out of range. Additionally, inappropriate shock events were also recorded, in which therapy was exhausted. The patient reported feeling pain during the impedance test as well as anxiety and depression. The patient was subsequently admitted to the hospital while waiting for a system revision and x-rays were also performed. The system revision has not yet been performed. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.